Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's social worker that the patient was taken to (B)(6) in an ambulance. The patient did not receive glucose values on the controller and a bolus had not been delivered since the day before. The patient's blood glucose levels reached 17 mmol/l (252 mg/dl) while wearing the pod between 5 and 24 hours as measured by the paramedics. The patient had loss consciousness. Details regarding treatment and length of visit were not provided. The pod was worn at the hospital.